Event description:
Pt with dilated ischemic cardiomyopathy and class 3 chf requiring biventricular ICD originally placed in 2004 became subject of battery alert and recall. Back in 2005 for replacement. Pt has requested to pick up his implant.